Event description:
Additional information was received from the manufacturer representative (rep). The rep reiterated that they never saw an error code. Logs could not be obtained. The rep stated that the issue is believed to be resolved and that they got everything to work as normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they received a new recharger about 3 weeks ago (see 708961781), but they kept getting error message 4100 when trying to charge their implanted neurostimulator (ins). Patient said the same thing happened with the new recharger that was sent overnight, and last week they went to see the surgeon and right after they got home they tried to charge the implant again and kept getting the message. Patient mentioned they were wasting time sitting there for an hour and they could tell it was not charging or else it would start at 10-20% but it wasn't doing anything. Patient also said they were having back and leg problems and a lot of pain because their implant is depleted and they cannot charge. Patient spoke to a manufacturer representative (rep) yesterday and was told to call patient services for assistance. Agent walked patient through resetting the wireless recharging device and closing out of all running applications. Patient toggled bluetooth and airplane mode and confirmed wifi was off. Patient attempted to connect to the recharger app, but reported seeing not found. Patient reported 3 green battery bars but the recharger power button was red and had a declining beeping tone. Agent had patient switch rechargers and scan the qr code on the back of the device, but patient reported seeing recharge is inactive. Patient then reported another error 2702: circuit signal issue. Patient turned off the wireless charger and restarted the handset. Patient then attempted to start a charging session of their implant, and reported seeing the passive recharge mode screen with low and high numbers but it was just - - - then 0-1-1. Patient repositioned the recharging antenna, but the numbers did not go up at all. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue since the recharger was already replaced. Patient mentioned that they just had an x-ray before seeing their surgeon and was told everything looked perfect. Rep called to follow-up on the case. Technical services (tss) reviewed information about recharging and that the patient reported getting the same error message with two different rechargers, code 4100. Tss reviewed that the hcp may want to evaluate the position of the ins in the pocket.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-mar-26: additional information was received from the manufacturer representative (rep). The rep clarified that it sounds like the battery was implanted in a way that is not conducive to charging. The patient says she can't get it to stay connected and fully charge. The cause was unknown, but patient services believed it to be where/how the battery was implanted. The rep would meet with the patient to try to get the device to charge. It was unknown if the issue resolved. The rep would meet with the patient 4/2. 2026-apr-08: additional information was received from the manufacturer representative (rep). The rep met with the patient today. Everything connected perfectly fine. All lead connectivity and impedance checks were green. They never received an error code. The rep believed the patient was holding the power button down, disconnecting the remotes/charger from the battery. The rep re-educated the patient. The patient was able to charge from 0-30% in 20-25 minutes.